Event description:
The outer sheath material is flaking off the basket sheath. The product will not be sent back, the product isbeing held by their risk management dept. Acmi rep. Reported that the piece of the sheath flaked off approximately 2 inch down the sheath from the basket, and the flake was approximately 2 inch long. The piece was successfully retrieved by the physician. There is no patient injury or adverse effect.